Event description:
(B)(4).

Manufacturer narrative:
Per customer, on sign of fluid instruction. Battery contacts look good. Awaiting requested device for repair and failure investigation.

Manufacturer narrative:
Customer stated that the transmitter is warm to the touch and keeps producing signal loss error. Per customer, no sign of fluid intrusion. Battery contacts look good. The customer was sent an exchange unit to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.